Manufacturer narrative:
The cycler was returned to the manufacturer for evaluation. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. The cycler passed the mushroom head checks. External visual inspection showed no signs of damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was not obstructed. An analysis of the results of the initial simulated treatment showed a drain volume was slightly out of specification. The fault was corrected by taring the load cell. The initial load cell value was within tolerance. The load cell verification was within tolerance. The internal inspection showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the dried fluid could not be determined. A search of the complaint system confirmed there were no reported fluid leaks for this patient. The device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material and process controls were within specification. Medical records were requested and will not be made available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient called tech services due to an alarm, during this call the pt reported having peritonitis. A follow up call was made to the patient&#62688;pd nurse. Per the peritoneal dialysis nurse, the pt was hospitalized on (B)(6) 2015 for peritonitis and end stage liver disease. During the pt's hospital stay, she was put on hospice care due to her end stage liver disease. The pt. Withdrew from dialysis treatment and expired on (B)(6) 2015. The cause of death was liver disease.